Event description:
A sucker from the cardiopulmonary bypass tubing circuit was totally occluded. The sucker was turned on and no suction was achieved. The defective sucker was exchanged for a new one and suction was achieved.